Manufacturer narrative:
The insulin pump alarmed button error due to flattened escape button dome switch. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.